Event description:
In 2007, the lay patient contacted lifescan (lfs) alleging that his one touch ultra meter powered off during use. The complaint was classified based on the customer care advocate's (cca) documentation. The patient said the product issue began on eight days later. The patient said, he was shaking after attempting to test with the reported product. The patient said a pharmacist checked the meter battery and said it was ok. The patient denied taking diabetes treatment action or medical intervention. The cca was unable to resolve the error 5 issue. The patient did not have test strips. The cca noted that the patient said he had owned the meter less than 1 year and had not changed the battery. The meter, test strips, and control solution were replaced. This complaint is reported because the patient alleges he was unable to obtain a reading on the lfs product and afterwards experienced sweating, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.